Manufacturer narrative:
A visual examination of the returned device revealed that the probe was broken in half along the polyimide sheathing. The evaluation found that the probe had been mishandled to the point of breaking the image and illumination fibers. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, while advancing the probe through the spyscope, the cable kinked. No restrictions were encountered during introduction. The procedure was not able completed since another spyglass direct visualization probe was unavailable. Additionally, the user reported the spyglass probe remained intact. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; probe broke in two pieces.